Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, fixation was attempted multiple times due to loss of capture. During fixation, there was a rapid increase in impedance and st segment became negative indicating potential rv perforation. Shortly after the procedure, the patient was experiencing chest pain and then started to have a hemodynamic collapse. A pericardiocentesis was performed, the patient was unable to be resuscitated, and the patient passed shortly after.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.